Event description:
Pt undergoing hysteroscopy. Md noted the monopolar microscissors had burned pt's fallopian tube when only the insulated shaft was in contact with the fallopian tube. Md also noted burn of the uterus.